Event description:
A patient with an implantable neurostimulator (ins) reported a problem with adaptivestim. The patient stated that at night in bed, he turns the stimulation down to 1 because he does not have pain at night. He increases stim to 2.7 when he gets up, and this has always worked well for him. He reported that on (B)(6) 2016 he walked a little bit in the morning and the device switched to an output of 6, and it was so painful he could barely walk. The patient called a manufacturer's representative (rep) an was told that he should turn the stim down and leave it for three minutes to program new adaptivestim settings, however it had continued to switch to 6 volts 3 times that afternoon, as well as when he was sitting, once in his car, and once when he was standing in his home. The patient uses a walker to get around and claimed he needed it to stabilize him due to the pain. Interrogation of the ins with the patient programmer revealed it is set to the laying position, however the patient is currently sitting in a chair. At this point the call was disconnected and the patient could not be reached after several tries. Patient was implanted for radiculopathies and spinal pain.

Event description:
Additional information received from the patient stated that the first time the overstimulation happened, it was painful. The patient stated that they contacted the manufacturer representative and the stimulator was reset to proper level. It was reported that it later returned to maximum level and the patient visited healthcare professional¿s office to have it shift off. Patient reported that it was reprogrammed and seems to be working properly since that time. The patient reported that they have no pain at night and was set down to 1 and during the day at 2.70. The patient reported that now it is set at 3.30 during the day.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.